Event description:
During a robotic hysterectomy procedure, the davinci robot completely shut down while the robotic arms were inside the patient and clamped on a vessel. Representative talked circulator through hard reset of machine and instructed users on removing instruments from patient vessels upon reset of the robot. Once reset, the robot appeared to function normally.